Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 f 4 of treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. The warning occurred several times. Fluid leaked from the blue trigger. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon review of MFR 2937457-2022-00585 there was no fluid leak from inside the cycler door. There was no reportable malfunction, serious injury, or death associated with the product reported in 2937457-2022-00585, therefore no further updates will be made on 2937457-2022-00585.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 f 4 of treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. The warning occurred several times. Fluid leaked from the blue trigger. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was not returned for physical evaluation by the manufacturer.